Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated that she takes three blood thinner medications (warfarin, plavix and baby aspirin) that might cause the bleeding. On (B)(6) 2022, the sensor was not bumped; it just started bleeding spontaneously. Her friend took her to the emergency room (ER) at about 9:30 pm. A coagulating agent was applied to the area to control the bleeding, along with a skin glue and gauze. She was given augmentin (antibiotic) to prevent any infection. She was discharged at about 12 midnight and was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.